Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low creatinine (crem) results generated by the synchron lxi 725 clinical system. Four patient samples were tested and gave crem results in the range of 0.42 - 1.4mg/dl. The results were questioned by the physician based on patient history. The repeat results were in the range 1.09 - 3.41mg/dl. The erroneous results were reported outside of the laboratory and corrected reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc was within range prior to the event. Per hotline instruction, customer ran a precision study and the results did not pass precision claims. The call was referred to a bci engineer for further troubleshooting and repairs. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.